Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection amikacin (100 milligram, frequency and route not reported), injection vancomycin (50 milligram, frequency and route not reported) and injection heparin (1000 international units (iu), frequency and route not reported) for peritonitis. The patient outcome was unknown and pd therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.